Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used. The suture deswaged easily during routine use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Two loose needles with suture attached were returned for evaluation. The root cause not determined. Since no attachment anomalies were found and both needles still have suture attached this is not a premature needle/suture separation (pull out) issue. The force/ technique used to separate needle from suture can not be determined.